Event description:
It was reported that the procedure was performed to treat an unknown re-stenosed bare metal stent, in the distal circumflex. The 2.5 x 20 mm trek balloon catheter was advanced and inflated, but ruptured on the first inflation of 10 atmospheres (atm). An additional non-abbott balloon was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.